Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and venous air alarms occurred during a routine hemodialysis treatment. The operator noted the arterial needle was pulling out. Rinseback was not performed due to suspected clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructions the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The air alarms were attributed to issues with the patient's access needle cannulation. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.